Manufacturer narrative:
Lot number of solution used by pt is unk, and the MFR does not have any info that would allow us to further our investigation of lot number. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba.

Event description:
Amo was notified that a male pt in 2006, developed ocular symptoms consistent with infection, including eye pain and redness while using complete moisture plus. He sought medical attention for the symptoms and was initially and incorrectly diagnosed with and treated for herpetic keratitis. When treatments failed to improve his condition, the pt was referred to a corneal specialist who diagnosed acanthamoeba keratitis in 2006. Pt's ak reportedly, remains unresolved and chronic. He has been treated with polymyxin, neomycin, gramicidin solution, topical steroids and opioid analgesics. The report states his prognosis remains guarded and he has been informed that ocular surgery remains a possibility. Pt reported extraordinary pain, vision loss, visual disturbances, mental and emotional anguish and other sequelae associated with his unresolved ak.